Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018 the receiver display was frozen. No additional event or patient information is available. The device has been received for investigation. A follow-up will be submitted upon completion of device investigation.

Manufacturer narrative:
(B)(4).

Event description:
The complaint receiver was returned for evaluation. The device was visually inspected and lcd damage was found. The receiver will not boot and charge. The device was opened and visually inspected. Moisture damage was found. Data was not able to confirm the complaint. Receiver functional tester: failed. The reported event of the screen display frozen was confirmed. The root cause of receiver display malfunction is a moisture damaged on j1 connector and on flex cable of touch screen.